Event description:
Event description guidant received information that this transvenous implantable lead recorded noise, resulting in oversensing, inappropriate shock, and pacing inhibition with syncope. It is suspected that the noise was related to the patient's sleep apnea. Attempts to reprogram around the noise were unsuccessful.